Event description:
On (B)(6) 2010, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2011, the pt presented to the hospital coughing up blood. A computed tomography (CT) scan showed there was a pseudoaneurysm at the proximal edge of the gore tag device. On (B)(6) 2011, an intervention was performed to treat the pseudoaneurysm. Two additional gore tag devices were implanted, one for proximal extension and one to reline the thoracic aorta. The pseudoaneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the pseudoaneurysm is unk.